Event description:
A malfunction alarm identified as malfunction 12 was reported, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, customer was unable to reset pump due to lack of power source. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.